Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged issue began on (B)(6) 2010. It is not known if the patient manages her diabetes with medications or if she made any changes to her usual diabetes management routine as a result of the alleged power issue. On unspecified dates/times, after the alleged issue started, the patient claimed she developed both high and low blood sugar symptoms. The patient also reported that she received treatment in an emergency room; however, was unwilling to provide any details regarding date of visit or treatment received. During troubleshooting, the cca noted that the patient was using the correct test strips, but was unable to confirm if the subject meter's batteries had been replaced per the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.